Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4). The user facility submitted (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of a clearlink system continu-flo solution set cracked apart which resulted in a leak of fluids. It was further reported that the end part of the tubing that connects to the patient had split and was not fastened tightly to the patient's central line. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.